Event description:
Additionally, patient reported through legal documents that they experienced the additional event of ¿is constantly shaken, fearing for the health, due to the very serious defect attested in the product, affecting patient´s personal and professional life and causing moral damage¿.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to (B)(4) has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Additional, changed, and/or corrected data: b.5., g.1.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii and use error. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Patient reports right side capsular contracture, baker grade iii with a lot of pain and discomfort, and "during the surgery, physician decided to check r side. Physician then cleaned the r implant and reinserted it (the same device)." The device remains implanted.